Event description:
Customer reported discordant hemoglobin a1c (hba1c) results. One pt result was 6.2 which was not consistent with the pt's history and reference lab results. A second pt hba1c result was 11.0 and was consistent with the pt's history. Customer indicated that the office staff were tested and everyone's hba1c results were the same, 6.1. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant hba1c result is unk. Siemens has requested add'l pt data to verify the discordant results. The customer has not provided this info.